Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery oscillator device was continuously operating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in a scheduled procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This supplement 1 was inadvertently marked in error and submitted as supplement 2. Resending supplemental information with correct follow up report number. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: the date device returned to manufacturer was documented as 5/18/2018 on the initial report and has been updated as 5/17/2018. Device evaluation: the actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device operated continuously was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device's set screw thrust disk had an excessive clearance (failed saw blade coupling test). During service/repair, it was observed that the electronic control unit (ecu) wire contacts were damaged and the unit's guide sleeve was worn and has a contaminated grease on it. It was determined that these observations were due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. D10: additional narrative: it was inadvertently documented in the previous medwatch report (mwr-(B)(4)) that the report was follow up 2. That report represented the first follow up medwatch report. This correction represents the second follow up report. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The date device returned to manufacturer was documented as 5/18/2018 on the initial report and has been updated as 5/17/2018. Device evaluation: the actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device operated continuously was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device's set screw thrust disk had an excessive clearance (failed saw blade coupling test). During service/repair, it was observed that the electronic control unit (ecu) wire contacts were damaged and the unit's guide sleeve was worn and has a contaminated grease on it. It was determined that these observations were due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.